Manufacturer narrative:
The reported rapid battery depletion was confirmed in the laboratory due to a rapid drop in the battery voltage measurement trend. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the rapid battery depletion could not be determined.

Event description:
It was reported that the device could not be programmed due to suspected premature end of life. The device was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.